Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.